Manufacturer narrative:
This report is for an unknown constructs: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in turkey as follows: this report is being filed after the review of the following journal article: eceviz, e. And cevik, h.b. (2021), the v-effect in fixation of intertrochanteric fractures with proximal femoral nails, orthopaedics & traumatology: surgery & research, vol. 107 (3), pages 1-5 (turkey). The aim of this retrospective study is to determine potential intraoperative, as well as postoperative, surgical, mechanical and technical errors, which lead to the v-effect. Between august 2011 to december 2017, a total of 667 patients (272 male and 395 female) with a mean age of 77.6 years (range, 21¿99 years) were included in the study. Surgery was performed using pfna® (¿proximal femur nail antirotation¿, depuy synthes, solothurn, switzerland), or other competitor devices. The average follow-up was 24.6 months (range, 3¿71 months). The following complications were reported as follows: an unknown number of patients died within 3 months after surgery. In 63 patients, the v-effect was detected, and reoperation was required in 12 patients due to cut-out in 11 and nonunion in 1. In 115 patients, the reduction was poor. Of these, 54 patients had v-effect. 2 patients had non-anatomical reduction and required reoperation due to nonunion. 2 patients had femoral diaphyseal fracture (excess femoral bowing) which required reoperation. 6 patients had reverse z effect which required reoperation due to cut-out. 11 patients had z effect. 7 of these had reoperation due to cut-out and 4 due to excess z effect without cut-out. This report is for an unknown synthes pfna constructs. This is report 2 of 2 for (B)(4).